Event description:
It was reported that the lead was explanted and replaced due to an insulation defect discovered during surgery for lv lead revision. The patients condition is fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasions were noted at 7.5cm and 8.0cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at this location.